Event description:
Vaporizer set to 1.2%, map dropping. Anesthetic agent monmitor reading 3.6%. Vaporized removed from service. Patient maintained on IV sedation. Map returned to normal. Patient required: nipride, fentanyl, versed, ativan.